Event description:
Pt being treated for multiple fractures of the humerus was implanted with a humeral nail, blade, end cap and locking screw on (B)(6) 2012. The proximal end of the nail was left extending out of the humerus bone a few mm. Post operatively the pt experienced pain and delayed union of the midshaft fracture. The proximal fracture was healed. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware and revision to competitor hardware. This report is #1 of 4 for the same event.

Manufacturer narrative:
Review of mfg records for this lot number has been requested.